Event description:
The dealer called in originally and states the rivets were broke on the crossbrace and then called today and states that because the patient has been using the chair that the upholstery is also damaged and needs replaced and he feels this should be covered under the warranty of the frame.